Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device not functioning was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the inner hose was severed, preventing air from cooling the internal motor. It was further determined that the hose damaged was inside the unit, which was observed only when the unit was disassembled. It was further observed that the cord was damaged, and the device generated heat. It was further determined that the device failed pretest for temperature assessments and air pump assessment. The reported condition of heat was confirmed. The assignable root cause was determined to be traced to user, which is user error. (B)(4).

Event description:
It was reported that the motor device did not function. During in-house engineering evaluation, it was observed that the device generated heat. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.